Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on the lead when presented in the or for device change-out due to normal eri. The lead was later explanted and replaced.